Event description:
It was reported that images would not have and the hand drive on which images are saved was corrupted. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was evaluated and replaced, and software was reloaded. The system was tested and found to be working as intended and returned to service.